Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) performed preventive maintenance (pm) tasks on the instrument. The fse noted during the pm that the waste vacuum jar was near full, a waste line fitting was loose, substrate delivery was erratic and all external substrate fittings to the bottle and instrument were loose. All of these issues were addressed. The fse performed a instrument routine system check which yielded results that passed within instrument specifications. The fse performed an accutni quality control assessment and comparison patient run the second analyzer involved in this event. All results were within acceptable limits. Upon completion of the necessary and verified repairs, the instrument was returned into operation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-04120, 2122870-2011-04121.

Event description:
The customer reported non-correlating cardiac troponin patient results between two access 2 immunoassay systems. The customer indicated that patient results did not correlate between the two instruments. Additionally, the customer indicated that erroneous cardiac troponin (accutni) patient and failing accutni quality control results were generated from these two access 2 immunoassay systems. The number of patient results involved is unknown. This report is one of two and represents the generation of non-correlating, lower than expected, accutni patient results, for an unknown quantity of patients, generated from one access 2 immunoassay system with serial number (B)(4) on (B)(6) 2011. According to the customer, the actual accutni patient results were zero (0.00 ng/ml). Actual patient data was not supplied by the customer. It is unknown whether these results were reported outside of the laboratory and while there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. Beckman coulter inc. Assessment of customer supplied system data indicated that this instrument's accutni quality control (qc) results were within the customer's established ranges prior to, and on the day of, the event. An instrument system check performed by the customer as part of beckman coulter inc. Led troubleshooting failed due to a high washed % coefficient of variation. No other assays associated with this instrument were in question by the customer. Specific patient information and sample collection/handling information was not provided by the customer.